Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the ecgs were non-functional. The root cause for the failure was the electrode belt distribution node (dn) to rear cable was severed, all wires were cut inside the dn. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.